Event description:
There was an allegation of questionable ammonia results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 1.9 mmol/l, and the repeated result was 38.3 mmol/l. The sample was repeated because the initial result was not consistent with the patient's clinical history.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.